Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no nonconformities were found that would have led to the reported complaint. Updated information can be found in d9.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on various dates in november of 2024 and involved a spinning spiros¿, closed male luer where it was reported that multiple connectors from this box leaked causing wastage of medication. The status of the product at the time of the event was during use with patient. There were 43 unused pieces left. There are 6 pieces were found faulty, and the rest of the box was used. The 6 used samples were used to a different patient to prepare or administer drugs. There was patient involvement, but no harm reported. This report captures 1 out of 6 occurrences.